Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)

Event description:
It was reported that the pipeline was not fully opened during deployment and a dac catheter was used to open the device. No patient injury reported.